Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) replaced an infusion site, and tenderness was noted before delivery resumed; after midnight glucose rose to 400 mg/dl. The pwd replaced the infusion site again, and upon removal blood was found in the cannula, along with noting that the previous day¿s cannula had been bent, potentially contributing to elevated cgm readings. There was no patient injury

Manufacturer narrative:
Two samples were returned for evaluation. A review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed that the cannulas were bent from their original position. Functional testing was performed, and free flow was observed during the occlusion test. The complainant¿s allegation was confirmed; however, the probable cause could not be determined.